Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('abnormal bleeding (general)') in a 35-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation performed on same day" on (B)(6) 2005 and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included absence of menstruation. Concurrent conditions included hypercholesterolemia, arthritis, gerd, obesity, hyperlipidemia, essential hypertension, bipolar disorder, chronic kidney disease, acid reflux (oesophageal), knee pain, ovarian cyst, fallopian tube cyst and menometrorrhagia. Concomitant products included levonorgestrel (mirena) for contraception as well as aripiprazole (abilify) from (B)(6) 2014 to (B)(6) 2016, diclofenac from (B)(6) 2016 to (B)(6) 2016, hydrocodone from (B)(6) 2015 to (B)(6) 2016, hydroxyzine hydrochloride from (B)(6) 2016 to (B)(6) 2016, lisinopril from (B)(6) 2015 to (B)(6) 2016, metformin from (B)(6) 2014 to (B)(6) 2014, omeprazole (prilosec) since 2012, paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016, pravastatin sodium from (B)(6) 2014 to (B)(6) 2016, sertraline hydrochloride (zoloft) from (B)(6) 2014 to (B)(6) 2016, transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since (B)(6) 2014 and zolpidem from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for genital bleeding discrepancy noted: have you had your essure (or any part of the device) removed: no discrepancy noted for insertion details as per sd from (B)(6) 2019 mr states that she had essure inserted in 2003 and pfs states insertion was done in (B)(6) 2005. She had hysterectomy on (B)(6) 2014 and mr states that she had trial of migrated iud and ultrasound showed large left ovarian cyst and iud in the left uterine horn. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and uterine perforation ('iud appears to be piercing the myometrium') in a 35-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation performed on same day" on (B)(6) 2005 and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included absence of menstruation. Concurrent conditions included hypercholesterolemia, arthritis, gerd, obesity, hyperlipidemia, essential hypertension, bipolar disorder, chronic kidney disease, acid reflux (oesophageal), knee pain, ovarian cyst, fallopian tube cyst and menometrorrhagia. Concomitant products included levonorgestrel (mirena) for contraception as well as aripiprazole (abilify) from (B)(6) 2014 to (B)(6) 2016, diclofenac from (B)(6) 2016, hydrocodone from (B)(6) 2015 to (B)(6) 2016, hydroxyzine hydrochloride (vistaril) from (B)(6) 2016, lisinopril from (B)(6) 2015 to (B)(6) 2016, metformin from (B)(6) 2014, omeprazole (prilosec) since 2012, paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016, pravastatin sodium from (B)(6) 2014 to (B)(6) 2016, sertraline hydrochloride (zoloft) from (B)(6) 2014 to (B)(6) 2016, transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since (B)(6) 2014 and zolpidem from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for genital bleeding. Discrepancy noted: have you had your essure (or any part of the device) removed: no. Discrepancy noted for insertion details as per sd from (B)(6) 2019 mr states that she had essure inserted in 2003 and pfs states insertion was done in (B)(6) 2005. She had hysterectomy on (B)(6) 2014 and mr states that she had trial of migrated iud and ultrasound showed large left ovarian cyst and iud in the left uterine horn. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, depression, iud appears to be piercing the myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2021: mr received. Reporter information. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and uterine perforation ('iud appears to be piercing the myometrium') in a 35-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation performed on same day" on (B)(6) 2005 and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included absence of menstruation. Concurrent conditions included hypercholesterolemia, arthritis, gerd, obesity, hyperlipidemia, essential hypertension, bipolar disorder, chronic kidney disease, acid reflux (oesophageal), knee pain, ovarian cyst, fallopian tube cyst and menometrorrhagia. Concomitant products included levonorgestrel (mirena) for contraception as well as aripiprazole (abilify) from (B)(6) 2014 to (B)(6) 2016, diclofenac from (B)(6) 2016 to (B)(6) 2016, hydrocodone from (B)(6)2015 to (B)(6) 2016, hydroxyzine hydrochloride (vistaril) from (B)(6) 2016 to (B)(6) 2016, lisinopril from (B)(6) 2015 to (B)(6) 2016, metformin from (B)(6) 2014 to (B)(6) 2014, omeprazole (prilosec) since 2012, paracetamol (acetaminophen) from (B)(6) to (B)(6) 2016, pravastatin sodium from (B)(6) 2014 to (B)(6) 2016, sertraline hydrochloride (zoloft) from (B)(6) 2014 to (B)(6) 2016, transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since (B)(6) 2014 and zolpidem from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for genital bleeding. Discrepancy noted: have you had your essure (or any part of the device) removed: no. Discrepancy noted for insertion details as per sd from september 3, 2019 mr states that she had essure inserted in 2003 and pfs states insertion was done in (B)(6) 2005. She had hysterectomy on (B)(6) 2014 and mr states that she had trial of migrated iud and ultrasound showed large left ovarian cyst and iud in the left uterine horn. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, depression, iud appears to be piercing the myometrium. Lot number: 508290, manufacturing date: 2005-05, expiration date: 2007-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation performed on same day" on (B)(6) 2005 and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included absence of menstruation. Concurrent conditions included hypercholesterolemia, arthritis, gerd, obesity, hyperlipidemia, essential hypertension, bipolar disorder, chronic kidney disease, acid reflux (oesophageal), knee pain, ovarian cyst, fallopian tube cyst and menometrorrhagia. Concomitant products included levonorgestrel (mirena) for contraception as well as aripiprazole (abilify) from (B)(6) 2014 to (B)(6) 2016, diclofenac from (B)(6) 2016 to (B)(6) 2016, hydrocodone from (B)(6) 2015 to (B)(6) 2016, hydroxyzine hydrochloride from (B)(6) 2016 to (B)(6) 2016, lisinopril from (B)(6) 2015 to (B)(6) 2016, metformin from (B)(6) 2014 to (B)(6) 2014, omeprazole (prilosec) since 2012, paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016, pravastatin sodium from (B)(6) 2014 to (B)(6) 2016, sertraline hydrochloride (zoloft) from (B)(6) 2014 to (B)(6) 2016, transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since (B)(6) 2014 and zolpidem from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for genital bleeding discrepancy noted: have you had your essure (or any part of the device) removed: no discrepancy noted for insertion details as per sd from (B)(6) 2019 mr states that she had essure inserted in 2003 and pfs states insertion was done in (B)(6) 2005. She had hysterectomy on (B)(6) 2014 and mr states that she had trial of migrated iud and ultrasound showed large left ovarian cyst and iud in the left uterine horn. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, depression most recent follow-up information incorporated above includes: on 3-sep-2019: pfs & mr received: new events- menorrhagia, vaginal bleeding, genital bleeding, depression, mental anguish, abdominal pain were added. Lot number, date of removal and events onset date were added. Updated outcome of events abdominal pain, pelvic pain, genital bleeding to recovered/resolved. Reporters, patients dob, medical history, lab data, concomitant condition and drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.